Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, valve leak and/or damage.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "hole on patch side" and "hole in valve." The device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: valve leak. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation and valve leak and/or damage: observed one opening on the diaphragm valve side assessed as cracked valve seat diaphragm valve. Additional observations: crease flat observed on the device. White particles observed inside the device.

Event description:
Healthcare professional reported right side deflation. Physician later reported "hole on patch side" and "hole in valve." The device has been explanted.